Event description:
It was reported that three different introducer sheaths crumbled when surgeon tried to peel them apart after needle insertion, requiring the surgeon to pick the pieces out of the patient each time.

Manufacturer narrative:
Additional lot no. 824690. Evaluation summary: the information contained herein is based on the information provided by the initial reporter. The device involved in this complaint has not yet been received for evaluation. The information provided indicated that the sheath crumbled during use. Additional information is being gathered and the samples will be tested upon receipt. When additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.